Event description:
It was reported the patient experienced a loss of stimulation. The patient indicated he attempted to utilize multiple programs and although his patient programmer indicated maximum amplitude he was unable to feel stimulation. The sjm representative is to meet with the patient as the next course of action.

Event description:
Follow-up information indicated the sjm representative met with the patient and reprogramming was able to provide effective stimulation coverage.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.